Event description:
It was reported that the patient sometimes would get pain at the implantable neurostimulator (ins) site. While programming the patient with the clinician programmer, stimulation was turned up 0.2 or 0.3 volts higher than what was comfortable for the patient and the patient got a sharp pain at the ins site. This went away when the voltage was lowered back down to a more comfortable setting. This sharp pain also occurred while recharging. It was unknown how long this had been occurring. Impedances were checked and were found to be normal. It was noted that the patient had bumped the ins quite a few times in the past and felt as though the ins position had moved from being more on his side to into his back area. The manufacturer representative reported the ins position to look appropriate and didn¿t appear to have migrated at all. The ins was stated to stay in place and it would not move around. The patient was noted to have gained about 10 pounds. The ins did not protrude from the skin. It was suspected that bumping the ins may have caused the sutures to get pulled at the ins site and this may have been causing the pain. Adaptive stimulation was noted to have been turned back on as it had gotten turned off. The system integrity appeared intact and the ins was easy to palpate. Follow-up determined that the cause of the event had not been determined but went away during testing and reprogramming. It was stated that it was only felt once at high amplitudes that were not used by the patient. The patient was noted to be very happy with the therapy and simply came in for reprogramming which resulted in only turning up amplitude and minor reeducation concerning the programmer and charging. No further follow-up was required as the issue went away and the patient was happy with the therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).